Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is showing an error code 240.4150 and would like to know what this error code means, I told (B)(6) that the error code 240.4150 is something to do with check IV set error, more likely that the pressure sensor on the bottle side or the patient or both might be bad. I recommended to run the analog sensor test. After running the analog sensor test we diagnosed that the bottle pressure sensor is faulty and need to be replaced. I provided the part number for the pressure sensor to frank and requesting to transfer him to our customer order management for pricing.